Event description:
Patient reported that the compact meter has generated blood glucose results prior to dosing the test strip with blood or control solution. Patient did not provide exact values but indicated that the test sequence has begun and "a number flashed on the screen." Patient did not report taking any action based on the unexpected results. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.